Event description:
It was reported that suture placement of 2 proglide devices was successful in the right common femoral artery using the preclose technique prior to an aortic valvuloplasty procedure. The arteriotomy was 6 fr and during the index procedure the sheath was upsized to 12 fr. Reportedly, post-procedure, the first proglide non-rail suture snapped when the physician tried to lock the knot in place. Both knots were delivered to the arteriotomy site but the physician was unable to achieve complete hemostasis. A non-abbott was used to achieve hemostasis. There was no adverse patient sequela. The physician indicated that it could have been possible that the suture getting cut on the edge of the gate on the suture trimmer was due to the angle at which it was held. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. The proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality deficiency. The other proglide referenced is being filed under a separate medwatch report number.